Event description:
Information received from the field notes that after the device was interrogated, a rate mismatch occurred with magnet placement. The programmed base rate was 70 ppm and the observed magnet rate was 51.9 ppm. Dashes (---) were noted for rate and sensor parameters. A microprocessor download attempt was unsuccessful. The physician concluded that the patient was not well enough for surgery, so the device remains implanted.